Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of photos identified: crease fold. Apparently the unit had an opening because there was no fluid inside the shell, but could not be confirmed due to photo quality.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Healthcare professional reported left side ¿deflation.¿ the device remains implanted.